Event description:
The pt reported that their one touch basic enhanced meter had missing segments on the display. This issue was not resolved with troubleshooting. Pt did not received any medical attention, but took oral medications for diabetes.